Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain it was reported that the patient (pt) mentioned he felt his ins did not hold a charge very well. Pt stated he charged it to 100% at night and woke up with it at 75%. No further complications were reported. (Information regarding controller was omitted and can be found in a related event; (B)(4)).